Event description:
A customer contacted the orthocare helpdesk on 03 october 2022 after receiving customer communication (B)(4) and it was identified that a review of images within that timeframe identified a result for a quality control sample with a mismatched image. Complainant/complaint reporter: ms (B)(6) - medical technologist. Date of event: (B)(6) 2022. Reported on: 03 october 2022 by ms (B)(6) to the orthocare helpdesk reagents: ortho mts monoclonal and reverse grouping card lot and expiry date not provided software version: 5.13.2. Quality control information: not provided. As part of a follow up from customer communication (B)(4) received by the customer, orthocare reviewed e-connectivity data and identified a result for a quality control sample that was associated to an error within the specified timeframe. The result was rejected by the customer's ortho vision mts analyser. Orthocare provided the customer with the gel card barcode (ortho mts monoclonal and reverse grouping card barcode (0310223717251227705) associated to the result for the customer to review and no further action was required. No further detail provided. The customer reported that no biased result had been reported to a physician. The customer reported that no patient has been harmed as a result of the reported event.

Manufacturer narrative:
(B)(4). A root cause investigation (rci #(B)(4) was opened to document the investigation performed into the failure observed. It was identified that the cims camera software (driver) provided by a 3rd party, contains a first-in-first-out (fifo) image queue which is utilized during camera capture events. As new images are captured, they are placed at the back of the queue while cims control software will retrieve images from the front of the queue. The image queue allows for several images to be captured and retrieved as needed. Communication issues between cims control software and the camera hardware may cause the count of expected images in the camera queue to be greater than the count expected by cims control software. When this occurs, the images sent from the camera to cims software lose the 1:1 sequencing with the physical consumable in the camera unit at the time an image is sent. Software exceptions regularly occur in the cims control software and within the camera software (driver). The existing software is designed to recover from these exceptions and return to normal operation. In rare cases these exceptions result in 1-2 images remaining in the queue which can initiate the camera-queue-to-cims image mismatch. This image return sequencing error persists until the vision analyzer is rebooted (or the control software initiates a disconnect / reconnect action to the camera as part of error recovery). Based on the current investigation status, this issue is a result of a failure in the detailed functional specifications (dfs) that are in place related to the following requirements. Sss638 rev7 ¿ the cims shall ensure integrity of the data during the transfer of the image to the master computer. Sss3213 rev1 ¿ the camera shall transmit the images in the order in which they were captured. The most probable assignable cause is analyzer related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. The investigation into this issue is still ongoing. No further complaints of this type have been received from the customer site since the time of the reported event. Summary: unexpected behavior of the card imaging system on an ortho vision ID-mts analyzer for a quality control sample. The most probable assignable cause is analyzer related, when an error occurs between the camera and/or camera software and cims, the image queues can contain 1-2 images more than the count expected by cims software. If images remain in the queues from a previous operation, they will be used first, instead of the intended/appropriate image. The result was rejected by the analyzer. No biased result was reported to physician. No patient was harmed.